Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. A visual examination of the returned device noted the guidewire was slightly bent when pulled out for functional testing. The guide catheter was bent just below the rx port. The guide catheter was found to be bent close to the rx port which could have prevented the device from being backloaded. The stent was not returned with this device for a more detailed analysis. The condition of the returned unit was consistent with the complaint incident that it was impossible to backload the device. Based on the physical condition of the returned device, the most probable root cause for this complaint is handling damage. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. (B)(4).

Event description:
Note: the date of the procedure is unknown. It was initially reported to boston scientific corporation that an rapid exchange biliary stent system was used during an stenting procedure. According to the complainant, it was not possible to backload the stent delivery system onto the guidewire. Although the wire passed through the transparent distal part of the device, it appeared to be blocked and would not exit the delivery catheter. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay. This event has been deemed a reportable event based on the investigation results; guide/pull wire bent. (B)(4).